Event description:
It was reported that prior to the start of a da vinci-assisted pediatric cholecystectomy surgical procedure, user informed the technical support engineer (tse) that a previously reported cannula sensor issue on usm 4 returned. The tse reviewed the logs and found error 1105, which pointed to the universal surgical manipulator (usm) 4. The user disabled usm 4 and continued with the procedure using the remaining arms without further issues. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 4. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.